Event description:
Epidural catheter (perifix fx springwound epidural catheter 19 gauges closed tip) was used to enter epidural space on a laboring patient. Epidural space was entered through midline approach without trauma. Epidural cath was threaded through tuohy needle but resistance was felt at the 13-15cm mark. Attempted to readjust needle and tried to advance cath but met with resistance again. Decision was made to completely remove cath however there was resistance when attempted to remove and the cath appeared to stretch. Attempted to remove tuohy needle with cath together but once tuohy needle was out, 6cm of cath remained in skin. Multiple attempts made and in multiple different positions but unable to remove cath. The following day options provided to patient and patient requested to have the catheter pulled. During retraction of the cath a "piece broke off". General surgery consulted to perform small incision cut down with exploration of dermal and epidermal layer (per CT imaging impression) but was unable to locate the remaining catheter.